Manufacturer narrative:
A cup of sterilant was being discarded after the aspirator probe broke. The nurse was theoretically following proper disposal methods. Although this issue appears to be the result of inadvertent customer mishandling, steris 20 labeling and operator manual instructions include handling precautions to mitigate user contact with peracetic acid. The sterilant cup itself is designed and manufactured to prevent user contact with the active ingredient.

Event description:
Steris received a complaint for facility, in 2007, relating to an alleged burn on the hands of one of their employees while disposing of system 1 sterilant. The employee was wearing protective equipment at the time of the incident, but while either removing the punctured cup from the processor to permit drainage in the sink or while disposing of the sterilant under water in the sink, it is believed that some paracetic acid got inside the gloves and made contact with her hands. At the time of the call, the employee was advised by steris customer support to apply water to the contacted areas and seek medical attention. An msds was also sent by fax to the site. The employee was back to work by 2007, and reports that she has spots on her arm that are scabbed and pink. Although requested by steris complaint investigator, no medical opinion has been rendered on this issue and according to the steris account manager, no further visits to the attending physician were required.